Event description:
It was reported that the unspecified bd infusion set had leakage. The following information was provided by the initial reporter: we had a blood tubing leak right below the drip chamber which is a bd alaris blood tubing. This occurred on 8-19-25 at hcc. No lot number or packaging only the tubing available to send for investigation. It was connected to the patient and nurse noticed that the blood was leaking out through the tubing. Loss about 35-40 ml of blood for patient. No harm done to patient.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was received for quality investigation. Visual examination of the sample shows some residual amounts of dried blood on the sample. The sample was primed and monitored for leakage. There was no leakage on the sample submitted, however, the dried blood on the sample could possibly be sealing the source of the leakage. The sample was soaked in water for 24 hours to try and remove the dried blood, and retested. The sample still did not indicate leakage when primed. The customer complaint of leakage could not be confirmed. A root cause analysis could not be conducted because the failure could not be replicated. A device history record review could not be performed because the lot number is unknown.